Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of inability to interrogate and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6)2020 with their implantable pacemaker exhibiting 7.3 - 9.4 years battery life left on their pacemaker, along with an alert for failing to interrogate with their at home transmitter. The clinic made multiple attempts to connect the device to the transmitter to no avail. A new transmitter was mailed to the patient but also did not connect to the device. The patient came in to the clinic on (B)(6) 2020 in order to get the device and transmitters checked. The device was still unable to be interrogated via radio frequency and inductive telemetry. A second programmer was also unable to interrogate the pacemaker. The magnet and inductive wand test were also unable to produce a response in the device. Physician believes the pacemaker's battery had prematurely depleted, and patient may have had some syncopal episodes recently. Patient underwent generator replacement surgery on (B)(6) 2020. Patient was stable after the procedure.